Manufacturer narrative:
Additional information received from the complainant confirmed that the battery was replaced and the issue was resolved. The unit was returned to service. The complaint sample was discarded and is no longer available for evaluation per additional information received from the complainant.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the cooling fan turns on and off no patient involvement was reported.